Manufacturer narrative:
The customer reported the AED will not power on, and the asi is blank. The maintenance schedule is not reported. Discussed proper maintenance, sent replacement battery pack and downloaded log history files. Review of the log files is not available at this time. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on, and the asi is blank. The reported event did not occur during patient use.